Manufacturer narrative:
The insulin pump was received with unresponsive down arrow button due to corroded keypad traces. No frozen screens were noted. Unable to perform any test due to keypad anomalies. The insulin pump was received with missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump has given her a frozen screen multiple times. Advised the customer of possible electrostatic discharge, and ways to decrease it. Advised the customer that the insulin pump would be replaced. Nothing further was reported.